Event description:
It was reported that the right ventricular lead was capped and replaced due to an oversensing anomaly. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that noise was detected. The patient condition was fine.